Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced, the filaments were calibrated and the interconnect cable and high voltage cable assembly were inspected. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would continue to appear as if it was performing fluoroscopy even after the switch was released. No pt injury was reported.